Event description:
It was reported that the device had alarm - error codes/messages, error codes - 570.6500, 571.6240. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Manufacturer narrative:
Correction : annex b : b21. Annex c : c21. Annex d : d16. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacture. Annex a : a13. Annex g : g02013. Annex b : b01. Annex c : c0201. Annex d : d02 h3 other text : see manufacturer narrative.

Event description:
It was reported that the device had alarm - error codes/messages, error codes - 570.6500, 571.6240. There was no patient involvement.